Event description:
Additional information received reported that the healthcare provider decided to place a new lead on (B)(6). It was noted that until now, there was no satisfying therapy effect since the last reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va27m5t serial# implanted: (B)(6) 2020 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va27m5t, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that therapy effect was low compared to the trialing phase where they had complete continence. It was said that symptoms re-occur intermittently. The patient described that sometime stimulation is suddenly not being perceived anymore. There was one fall in october or november, but the patient reports that this event was not really bad. The therapy stops were not corresponding to any special body position. An x-ray of the lead compared to post implant showed no visible difference. A few weeks ago, the healthcare professional programmed another setting, and this led to better therapy effect for one week. Impedance check showed no abnormalities and programming ins case as anode and one electrode as kathode, leads to sensation in the vagina on every four contacts. Required amplitude is below 1volt. The issue was not resolved the time of this report. Additional information received reported that the usage report in smart programmer shows that stimulation was on all the time. It was noted that the patient was reprogrammed and the patient was going to wait for several days or weeks to see if the therapy effect re-occurs. Additional information received reported that on feb 01, a new configuration had been programmed (0+, 1-, 2-, 3+; 33 hz). Therapy effect is still low compared to trialing phase. The last two weeks were used as therapy holiday. Mdt data report had been generated and will be sent to rs tsneuro for analysis. Impedance measurement shows values in normal range. It was noted that an xray showed that the lead seemed to be unchanged. Multiple adjustments have been performed. With some settings, the patient perceived stimulation adequately, but therapy effect was still low. The hcp is planning to implant another lead (contralateral).